Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a bend at the tip of the balloon catheter was observed. The case was changed to radiofrequency (rf) and completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that 4 applications were performed with the first balloon catheter, 18 applications with a second balloon catheter and 7 applications with a third balloon catheter without any issues. Visual inspection the balloon catheter showed that the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 18 injections. The catheter passed the performance test and electrical integrity as per specification. Impedance was within specification. A dissection did not show any kink under the balloon on guide wire lumen. In conclusion, the reported kink issue was not confirmed by the returned inspection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.